Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized on wednesday (B)(6) 2018 at 6 pm due to hyperglycemia and diabetic ketoacidosis (dka). It was reported that the customer had high blood glucose levels of 37.6 mmol/l. It was reported that the daughter was dehydrated and she changed her infusion sets in the morning and was not feeling well and gave herself a correction. It was stated that the blood glucose was not going down and the mother brought her to the hospital. It was stated that the daughter was hospitalized till friday (B)(6) 2018. It was stated that when took out the cannula, it was in the zigzag shape. The customer stated that the insulin pump did not alarm no delivery to alert the daughter that there was a blockage. The customer was advised to change out the entire infusion set and reservoir. It was reported that the daughter was breathing rapidly when brought to the hospital and her heartbeat was very high. It was reported that the customer was treated with insulin drip at the hospital. It was reported that the customer was unable to complete carelink upload. It was reported that her daughter was confused and had a dry mouth. It was reported that the doctor told her that she brought her daughter to the hospital at the right time. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.